Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02nov2020.

Event description:
The biomedical engineer (bme) reported getting alarm light emitting diode (led) failure. The (bme) confirmed the failure. The (bme) replaced the front bezel to resolve the issue. The unit was tested and it returned service.